Manufacturer narrative:
A direct correlation between the device and the reported event could not conclusively be established through this evaluation. The submitted system controller log file revealed no atypical alarms, and the pump speed remained above the low speed limit for the duration of the log file. The pump appeared to be functioning as intended. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital due to a drop in hemoglobin levels and gastrointestinal (gi) bleeding. Esophagogastroduodenoscopy could not locate the source of the bleeding. The patient was treated with blood products. No additional information was provided.

Manufacturer narrative:
The method and result codes were inadvertently left out on the initial/final medwatch MFR report #2916596-2018-02787.